Event description:
In 2008, the patient reported he received an e4 (occlusion) message on his insulin infusion device and when he changed his infusion set, he discovered the cannula was "slightly bent." He stated he has had bent cannulas on several occasions in the past. The patient stated he uses his abdomen area for sites. He said he has some "calloused" areas on his abdomen which he tries to avoid. He said he uses an insertion aid device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.